Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. Other devices involved in this event: heartware ventricular assist system ¿controller 1.0, controller /(B)(4)/ model #: 1403us / expiration date: 2017-11-30 UDI #: (B)(4); device evaluation anticipated, but not yet begun; mfg date: 2017-11-30; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced electrical fault alarms post-operative. Additionally, ventricular assist device (vad) disconnect alarms were seen in the log files. The vad and the controller remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and hvad pump were not returned for evaluation. Log file analysis revealed two vad disconnect alarms logged on (B)(4) on (B)(6) 2018 at 18:57:33 and 18:58:03, indicating physical disconnections of the driveline from the controller. Two electrical fault alarms were logged on (B)(4) on (B)(6) 2018 at 19:17:12 and 19:44:45 due to an open phase on the front stator, resulting in the pump running on a single stator (rear-stator only). Three low flow alarms were also logged on (B)(6) 2018. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information and the applicable risk documentation, a possible root cause of the electrical fault alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. The vad disconnect alarms can most likely be attributed to physical disconnections of the driveline from the controller. Additional product: controller: (B)(4). H3: yes h6: FDA method code(s): 4112; 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.